Event description:
It was reported that the device was leaking. A 2.50mm x 20mm maverick 2 mr balloon catheter was advanced for dilatation. However, when the device reached the lesion position, the physician found blood flowed into the balloon and was noted to be leaking before it was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. The device was returned within the shipping hoop and removed without issue. There was contrast in the inflation lumen and the balloon. The rapid port exchange was torn for a length of 2mm, which is indicative of an interaction with a guidewire. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 23mm from the tip of the device. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that the device was leaking. A 2.50mm x 20mm maverick 2 mr balloon catheter was advanced for dilatation. However, when the device reached the lesion position, the physician found blood flowed into the balloon and was noted to be leaking before it was removed from the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.